Event description:
It was reported that the patient was scheduled for a battery replacement surgery on (B)(6) 2013. The reporter stated that he was unsure of the reason for replacement, but it was possibly because the battery was at end of service (eos). 2013-jul-02: e1a (rep): no new information.

Event description:
It was reported the battery was replaced prophylactically prior to an end of service message. It was reported the battery depletion was normaland the patient wanted to have it replaced due to ¿potential life issues¿ in the future. It was noted the patient is receiving therapy and doing well.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 3887-33, lot# j0110897v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0111020v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the device , serial # (B)(4), found no significant anomaly. It was also noted that the implantable neurostimulator battery was not in new condition.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.